Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 9/13/2021 investigation summary ==> a failed suture needle, was submitted for fractographic evaluation on(B)(6) , 2021. The component was identified as product code z507g. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the product was used on the dermis, what was the name of the procedure? N/a. What is the lot number? N/a. Did the needle fall into the patient?n/a if yes: was the needle piece(s) retrieved during the same procedure? It is unknown whether the needle tip was retrieved. What measures were taken to retrieve the broken piece? N/a was there any additional tissue damage as a result of searching for the needle piece? N/a. Was there any adverse consequence with the patient associated to the delay on the surgery? It is unknown whether there was no health injury to the patient. Device return status:the device is available to be returned for evaluation.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. When closing the surgical wound, after putting 3 stitches, it became hard to pass the needle through the tissue. So, when checking the needle, the needle tip had been broken. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested